Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable pulse generator (ipg) set screw was unable to be screwed into the atrial port of the ipg header and the set screw came loose. The ipg was removed and replaced. No patient complications have been reported as a result of this event.